Manufacturer narrative:
Patient information: (B)(6) female caucasian nonhispanic, (B)(6) female caucasian nonhispanic, (B)(6) female caucasian nonhispanic. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat troponin-I results on 3 patients when processing on the architect i1000sr. (B)(6) generated architect stat troponin-I positive (0.045 ng/ml) but repeated negative (0.005 ng/ml and I-stat negative (0.00 ng/ml). (B)(6) generated architect stat troponin-I positive (0.194, 0.004 ng/ml) but repeated negative (0.000 ng/ml and I-stat negative (0.01 ng/ml). (B)(6) generated architect stat troponin-I positive (0.061 ng/ml) but I-stat negative (0.00 ng/ml). The account uses troponin critical value of 0.04 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The customer also reports that the system generated error code 5503, step loss detected and the instrument is making a strange/different noise when performing a flush. Field service representative (fsr) was dispatched, when recommended troubleshooting by customer did not resolve the issue. Performing extensive troubleshooting of the issue, several parts were replaced. However, fsr determined the likely cause to be the vortexer, stabilized (rohs). A review of (B)(4) service history identified no contributing factors on or around the date of the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant results since, service replaced the vortexer, stabilized (rohs) to resolve the issue. A review of the i1000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. A review of the a 12 month search for similar complaints identified no adverse trends of the vortexer, stabilized (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.